Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Crm service notification text (B)(4) 2022 15:55:46 erp_rfc_user related svn (B)(4). Crm service notification text (B)(4) 2022 15:45:30 (B)(6) customer concern: callback successful (B)(4): high bgs what led up to the event?: inpen app logged off and when he logged back in settings were incorrect current bg value: 311 mg/dl is customer currently reporting any symptoms related to their high bgs?: yes document any symptoms customer is currently reporting related to their high bgs -nausea -other sweating does customer feel ok to troubleshoot?: no suggest calling hcp or to seek medical attention and call back to troubleshoot: suggested to call hcp and go to ER advise to revert to back-up plan per hcp's instruction: yes tried to pull up insight reports to get his settings but the settings on the report are incorrect. Tried pulling 7, 14, 30 day reports but settings are still incorrect. He said that the settings should be higher but couldn't recall what they were. Advised to get in touch with hcp for the settings. Gathered device details and submitted inpen app escalation and will callback once there's an update. Crm service notification text (B)(4) 2022 13:26:09 (B)(6) escalation notes: patient reports that for a couple of days, his inpen app will log him off and didn't say that it will clear all his setting. When he logs back in to the app, all his settings were changed. He knows that some of the settings should be higher but he doesn't have a copy of his settings. Advised that he needs to speak with hcp for his settings. Patient said that he's been having high bgs since he is not getting the right amount of insulin. He might go to the ER since he is not feeling well. Patient wants to file a complaint to the FDA regarding the issue with the inpen. Issue needs to be fixed with the inpen. Patient didn't have to ts but agreed for a callback. Submitted inpen app escalation and scheduled a callback. Crm service notification text (B)(4) 2022 12:28:23 (B)(6) advise customer for the accurate copy of settings he should contact his hcp offer ts with the app but customer decline. He would like to speak with sup offer callback for sup customer agree endorse to 24hr tech sup crm service notification text (B)(4) 2022 12:25:52 erp_rfc_user related svn (B)(4). Crm service notification text (B)(6) 2022 12:21:44 (B)(6) customer concern: inpen for several days I always received log off today settings is incorrect. Bolus is incorrect as well (B)(4): dose log inaccuracy t/s exit reason: customer declined/unable to t/s is inpen replacement needed?: no.

Event description:
Information received by medtronic indicated that the inpen app logged them off and when they tried to log back in the settings were incorrect. Customer's blood glucose value was 311 mg/dl. Customer experienced symptoms of high blood glucose such as nausea and sweating. Customer was advised to call their healthcare provider or go to the emergency room and revert to back-up plan. Customer tried to pull the report on the app but some of the settings were higher. Customer stated their blood glucose reading was higher as they were not getting the right amount of insulin due to inaccurate settings. Customer declined further troubleshooting. No harm requiring medical intervention was reported. The device is not expected to return for analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to event has been updated in summary and provided in b5 section of this report.

Manufacturer narrative:
Analysis summary: ios app version 5.5.0.11. An attempt was made to look up the patient's uid using their name, and 2 uid's were found. Authentication events were analyzed in firebase authentication for these uid's and it was noted that the patient was signed in with their apple ID before being signed out. The account associated with the apple ID had the correct therapy settings. However, when they signed in again, they used a different account as a result they did not see the settings they were expecting to see. No software anomaly was found. The software is functioning correctly per swr-00086 application software requirements, inpen. Following are some of the therapy settings that differed in the user's apple account and gmail account:   gmail apple basal insulin 40 units 35 units meal time intervals [2] interval end time 59400 57600 settings [0] icr 8 4 settings [0] isf 30 15 settings [1] icr 8 4 settings [1] isf 40 20 patient was contacted by technical support to ensure they were aware of the correct account to be used with inpen app based on our analysis. The patient expressed understanding that they now know which account to use with inpen app. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.